Event description:
It was reported that an arteriotomy closure was attempted in the left common femoral artery using a proglide device with a 7f sheath after a vascular abnormality interventional procedure. Reportedly, the device would not deploy; the needle did not capture the suture. A second proglide device was used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. There were no reported clinically significant delay in the procedure. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the operator was not trained in the use of the proglide. The proglide instructions for use states, federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is being filed under a separate medwatch MFR number.